Manufacturer narrative:
Return status of device is unknown.

Event description:
It was reported that the tip of an es2 cannulated modular tap broke off in the l5 pedicle intra-operatively. The broken piece was left in due to the patient's hard bone. Surgery was successfully completed with an unknown delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained and the device was not returned. Per surgical technique: once the k-wire is inserted, remove the k-wire guide tube, if used, and the outer shaft of the needle. Take care to hold the k-wire in position when removing the outer shaft of the needle. Remove dilator 1 after inserting and fully seating dilator 2. Take care to maintain the position of the k-wire or y-wire within the pedicle when removing dilator 1. With dilator 2 in place, prepare the pedicle by placing the cannulated modular awl with selected handle over the k-wire or y-wire and insert into the pedicle with a twisting motion. Do not pinch the bifurcated tip of the y-wire with the distal tip of the awl. Hold the k-wire in position when removing the awl. It is recommended that the awl is used to create a pilot hole prior to tapping. Do not pinch the bifurcated tip of the y-wire with the distal tip of the tap. Hold the k-wire in position when removing the tap. As the awl or tap advances into the pedicle, the proximal end will move relative to the markings on the k-wire. If this does not occur during insertion, the procedure should be stopped and imaging should be used to verify the position of the k-wire in relation to the awl or tap. Cantilevering the awl and taps while in the pedicle may damage the k-wire. It was reported that due to the patient hard bone, the tapping process was "more physically demanding but not excessive". The tap was not being impacted or malleted at the time the incident occurred. Most likely cause of reported event determined to be lack of awling and patient hard bone.

Event description:
It was reported that the tip of an es2 cannulated modular tap broke off in the l5 pedicle intra-operatively. The broken piece was left in due to the patient's hard bone. Surgery was successfully completed with a 30 minute delay. No adverse consequences or medical intervention were reported.